Event description:
It was reported to philips, that the device is experiencing an ECG malfunction. And requires a battery replacement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse), evaluated the device. And confirmed, the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the battery. The replacement for which, a quote was provided. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device is experiencing an ECG malfunction. There was no patient involvement.